Event description:
It was reported that after patient's lead implant procedure on (B)(6) 2022 post op imaging showed that lead was placed in the wrong location, and did not target the area of stimulation the physician wanted. On (B)(6) 2022 surgical intervention occurred in which the lead was explanted and replaced in a new lead location, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.